Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt)  came into clinic for programming adjustments and when manufacturer representative (rep) went to interrogate the implantable neurostimulator (ins) with the clinician programmer, it would not connect. Rep tried 2 different tablets and communicators and neither one worked. Rep also tried to use her patient programmer and it would connect but rep wasn't able to turn off therapy with the patient programmer. This has previously occurred to this patient and an engineer had to come and reset the ins. Rep believed patient was encountering the 'dbs percept pc unable to be interrogated ((B)(6))' issue for the second time. Rep called and reported this to tech services (tss)  and they are escalating it to see if an engineer needs to come out again to reset it. Tss sent request to engineering to f/u with rep for next steps regarding possible tel-n lock up. No symptoms reported.

Manufacturer narrative:
Event will be continued in regulatory report 3004209178-2022-03412 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The engineer was able to reset the ipg. The rep connected to the ipg, made changes with the clinician programmer, and was able to turn off the ipg with the patient programmer as well. This case has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.